Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation stating cpu cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using spi bus. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, international device was visually inspected and found no evidence of foam degradation, however ventilator inoperative error codes were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request.